Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The pump was returned assembled with the driveline cut 2¿, 9.5¿, and 11.5¿ from the pump housing and the distal portion was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (graft, bend relief, and outflow elbow) was also not returned. The sealed outflow graft bend relief collar was returned disengaged. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. Electrical continuity testing was performed and all wires were found to be electrically intact. Damage to the clear bionate was observed 9.75¿ from the pump housing. Additionally, shield breakdown was observed throughout the length of the driveline. Visual examination of the wires revealed breaches in the yellow and green wires 8.5¿ from the pump housing. Breaches in the brown and yellow wires were also observed 10¿ from the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of any compromised wires made simultaneous contact with the braided shield, the resulting electrical short to ground would have caused the reported pump stoppages on battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous short-to-shield and driveline repair are reported within MFR report number 2916596-2018-04723. Approximate age of device -- 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient visited the clinic on (B)(6) 2019 and log file review showed low flow alarms and pump stops on (B)(6) 2019. These events occurred while the patient was connected to the power module and on battery power. This patient has a history of short-to-shield including previous driveline repair and it appears this short-to-shield may be maturing into a phase-to-phase short. The patient underwent a pump exchange on (B)(6) 2019 for the suspected phase-to-phase short driveline damage. The patient was reportedly hemodynamically stable following new pump placement.